Event description:
It was reported that the patient presented to the ER (emergency room) after having thee syncopal episodes in the past two weeks. An interrogation showed that the patient had lots of pvc's (premature ventricular contractions) but there were no episodes recently recorded. The last vt (ventricular tachycardia) episode was on june 10th. It was further reported that the patient complained that the pacemaker site got warm with activity. It was noted that the implant site looked good and well healed. The patient is scheduled to be seen again in a couple weeks. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.